Event description:
The patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. About 11 years and 3 months after the primary surgery, the surgeon revised the head, stem, and liner. The surgery was completed successfully.

Manufacturer narrative:
Bach review performed on 11 may 2023: lot 112383: 46 items manufactured and released on 26-jul-11. Expiration date: 2016-jun-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.